Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Concomitant medical products: 694758 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing audible tones coming from their implantable cardioverter defibrillator (ICD). The device was interrogated and it showed a charge circuit inactive warning indicating no vt/vf therapies were available. As well, the device had prolonged charge time, charge circuit failure and early end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis found significant leakage of the high voltage therapy capacitor.

Event description:
It was further reported that the device was returned.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported early end of service(eos) and inability to charge. Significant leakage was observed on the high-side high voltage therapy capacitor causing the reported device failure. Analysis of the high voltage capacitors was inconclusive. The multiple charging events and arcs that occurred post explant make it difficult to determine what happened first. Arcs can cause cold welds to snap and cold welds snapping can cause arcs. The potential root causes are anode damage/foreign material (fm) as well as failed or incomplete cold welds. If information is provided in the future, a supplemental report will be issued.